Manufacturer narrative:
Investigation summary: one sample was returned to the manufacturing plant for evaluation. A quality engineer inspected the sample and found that there was a 19ga. 1" needle packaged with the 26ga 3/8" needles thus verifying the reported issue. Mix-ups can happen if there was an issue with line clearance after a lot was produced. A device history record was performed for the reported lot and found zero defects noted for mixed product during production. Investigation conclusion: qn review: no notifications were written for this batch. DHR review: fifteen visual inspections were performed on 900 parts with zero defects noted for mixed product. The batch packaged prior to this one was t19 x 1 sb. Investigation results: one sample was returned. There is a 19 ga. 1" needle packaged with the 26 ga. 3/8" needles. Root cause description: improper line clearance. Rationale: the aql for mixed product is (B)(4). The size of this batch was (B)(4). One incorrect needle is a defect rate of (B)(4). Since the aql is not exceeded, no CAPA will be issued.

Event description:
It was reported that the bd precisionglide¿ needle was mixed in the inside packing. Found before use. No other specifics given. No reports of serious injury or medical intervention noted.